Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) associated with this complaint and failure analysis (fa) confirmed the reported issue. The instrument was returned with 1 life remaining and the blade exposed. The blade failed to retract during initialization causing the instrument to fail self check with error 22026. The instrument did not pass initialization therefore the cutting function could not be performed. The logs identified multiple homing failures. Additionally the instrument had a dislodged blade. Fa found no conductor wire or snake wrist damage. Instrument logs did not identify any blade exposed failures. The logs showed one engagement error 22020, which was not replicated during testing. After fa manually retracted the blade the instrument continued to fail initialization. Fa identified the knife cable was bent, which caused the instrument to fail initialization and functional testing could not be performed. Also, fa found a dislodged ceramic dot on the grip tip. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported during a da vinci-assisted procedure, the vessel sealer extend (vse) instrument would not cut. The site completed the procedure with a back up instrument and there was no reported patient injury.